Event description:
Patient presented to the hospital after receiving multiple inappropriate therapies. It was suspected that the lead was fractured. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut/damaged in two pieces. Analysis revealed an outer insulation abrasion from the pins over the ring cable lumen. No anomalies were observed that would have caused the inappropriate therapies. A complete analysis could not be performed without return of the entire lead. The electrical characteristics of the returned portion exhibited normal coil continuity.